Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a non-ongrowth involving a omnifit cemented stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection noted cement on the distal portion of the stem. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review indicated the device was accepted into final stock with no noted discrepancies. -complaint history review found no other events for the returned device lot code. Conclusions: the event indicated a non-ongrowth of the reported omnifit femoral stem. The reported femoral stem is for cemented application therefore ingrowth is not expected.

Event description:
The patient underwent bha on (B)(6)1994. The cup came off, so revision surgery was performed on (B)(6). We could not specify when it was broken. The poly of the cup was worn. The ring of the cup came off. Ongrowth of the stem was not confirmed. So, the surgeon requests us investigation of the stem surface.

Event description:
The patient underwent bha on (B)(6),1994. The cup came off, so revision surgery was performed on (B)(6). We could not specify when it was broken. The poly of the cup was worn. The ring of the cup came off. Ongrowth of the stem was not confirmed. So, the surgeon requests us investigation of the stem surface.